Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they had three separate instances where the patient had no pulse. It was also noted the patient's spouse wondered if this was a device that "was having issues". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.